Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Operator of device of the initial MDR indicates ¿ blank. Operator of device of the initial MDR should have indicated ¿ lay user/patient.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. A review of the electronic device data determined that the internal hybrid layer capacitor (hlc) batteries had previously depleted, resulting in all three icons being present on its readiness display. Additionally, based on the data available review it was also determined that the users had likely placed on object on top of the device, which repeatedly pressed the on/off button, resulting in over 11 hours of on-time. This caused the internal hlc batteries and the previous charge-pak battery charger to become depleted. The device was opened and an internal physical inspection was performed where no discrepancies observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.